Manufacturer narrative:
Additional information received by smiths medical that the patient was not affected and did not receive medical intervention or go to the ER.

Event description:
Information was received indicating that a smiths cadd-prizm® vip ambulatory infusion pump stopped infusing. It was reported that it only infused a small fraction of medication and had a quite noise while it was infusing. It was also stated that chemotherapy leak on to the patient's skin. The patient went to the emergency room due to uncontrollable pain. There was no reported serious injury to the patient.